Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the receiver ceased to function was reported. The patient's wife stated she and the patient were with their dog at dog training, when the patient had a hypoglycemic event. It was indicated that between 6:00-7:00pm, the patient's dog who is a certified diabetes assistance dog alerted him of his hypoglycemia. The patient's wife provided the patient with dextrose and bread and stated the receiver must have shut down during the time of event. At the time of contact, the patient was doing good. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it failed due to animal bites on the unit. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver still did not turn on. Functional testing and log download were unable to be performed. The receiver case was opened, the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.